Event description:
Implant loss, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, swelling, fistula. Same patient as (B)(6).